Event description:
The tubing pulled out of reservoir.

Manufacturer narrative:
Evaluation unit 1 - customer report was not confirmed. Rec'd (1) double dpt - vamp adult kit. Tubings were still attached to vamp reservoir. However pressure tubing of cvp line (blue label) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Unit 2 - customer report was not confirmed. Rec'd (1) double dpt - vamp adult kit. Tubings were still attached to vamp reservoir. However pressure tubing of arterial line (red label) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.